Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's cord was not working. Patient stated the his back was killing him. Patient stated he could not go up and down on the stairways. Patient stated his sister usually handles these things for him since he is hard of hearing. Patient stated he would call back. Additional information was received from the caller. It was reported that the patient's pin his back was not working. Patient services (pss) asked if the patient was referring to his spinal cord stimulation (scs) and patient confirmed they were. Patient then stated he was having an issue with the patient programmer antenna. Patient reported the pp antenna quit working. Pss tried to confirm which device had an issue but the patient was not able to confirm. Patient reported it did not turn on/off and patient reported the pp does not relieve his pain. Pss explained that the pp does not relieve pain and that the neurostimulator (ins) does. Patient stated he tried replacing the batteries in the pp. Patient then stated when he has pain, he was told to put the pp where the pain was but the pp was not taking away the pain. Patient also noted he lost his recharger, pss reviewed with the patient they do not have a recharger because their ins was not rechargeable but patient seemed confused. No further complications were reported/anticipated.